Event description:
During the index procedure a protégé everflex was used to treat the left superficial femoral distal, popliteal 1 segment. Approximately 25 months post procedure patient suffered left superficial femoral artery in-stent re-stenosis. Duplex us showed left in-stent stenosis. Patient underwent left angiogram with left femoropopliteal atherectomy and balloon angioplasty. Patient tolerated procedure well and pulse volume recordings demonstrated normal flow bilaterally. Patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.